Event description:
It was reported the patient felt a "buzzing/tingling" sensation at the ipg site. Troubleshooting was unable to fully resolve the issue. As such, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced resolving the issue.